Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue that drawer 4.2 metal railing broken was confirmed by fse (field service engineer); however, the issue could not be confirmed as the part was not received, dchu inspection process of the pcba pmc v1.06/v0.09bl hh found corrosion in solder joints. Based on the details of work order (B)(4), the fse discovered a missing bearing cage and removed loose ball bearings. A new smart half-height drawer was installed as module four, with cube pockets transferred from the previous module. Functionality was confirmed via hta. During installation, damage to the retractor band and module pcb were also found and both components were replaced. External inspection revealed that solder joints had corrosion. Dchu laboratory testing was not conducted due to pcba pmc v1.06/v0.09bl hh, p/n 151630-01 had corrosion in solder joints. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was not identified due to the smart cubie drawer hh 0-30-0 (354822-01) was not received; the issue was resolved in field. It was determined that pcba pmc v1.06/v0.09bl hh corrosion in solder joints were due to fluid ingress. However, this is considered an incidental finding unrelated to the complaint.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 metal rail broken, which located on eore2tpa. The customer attempted to recover the broken metal piece, but the issue persisted. As per part investigation, it was determined that there was corrosion in solder joints were due to fluid ingress. There were no adverse events or injuries reported based on this event.